Manufacturer narrative:
The system was examined and the reported event was replicated. The vitrectomy (vit) valve was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The root cause of the reported event can be attributed to a nonconforming vit valve. However, how or when the part became nonconforming cannot be determined conclusively. Actions taken the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information received from the customer stating the procedure was completed. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a vitreous cutter stopped cutting suddenly then started again during a procedure. Patient impact is unknown. Additional information has been requested but none has been received.